Event description:
On (B)(6) 2016, I had a medtronic pain reliever stimulator internally installed in my body by dr. (B)(6) at the medical center (B)(6). The pain stimulator consent of an internal electronic device that is controlled by an exterior controller when placed over the generator portion of the device from there the internal wiring consent of two wires that are fed through the body and each wire attaches to the two main nerves which is a left and a right at a location approx between the shoulder blades and a foot from the brain. The objective of the medtronic pain reliever stimulator is to create a massive amount of chill bump type feelings which through medtronic rep controls that can move this area of chill bumps up and down until they target the pain area. There is a left and right controls so when in the full chill bump effect in your painful area, it is to produce intense signals to the brain which the pain signals get lost in the great amount of signals. Now the pt controller when placed over and through the skin will have a left and right, but I can only control the intensity to meet the level that my pain signals seem to disappear. From the day of installation, it worked great. I pushed my pain pills away and resumed my activities with little medication. This medtronic pain reliever stimulator on (B)(6) 2016 was working as supposed to and my wife and I were in my shop, and we were hitching a (B)(6) to a trailer. I had my controller in my top pocket with the wires hanging out to make adjustments if needed. As we were lining it up my wife had her eyes on me, signaling her when to stop and all in one motion I was continuously being electrocuted. More intense than the household electric, like being wrapped with wire and plugged into electrical outlet while my heart was pounding. I think I screamed and fell to the floor and I live today because my wife was five or six feet away looking at me. The controller wire happened to be hanging out of my pocket so her actions with less than a minute was able to grab the controller and quickly turn it off. Upon my fall, I destroyed my damaged back and broke my right hip. Because the conditions were just right, I lived to tell the facts of the reality that it was an electrocution, otherwise, I would have died from a major heart attack and no one would know the difference due to it leaving no trace of the true source of death. Even if my wife would have had her head turned the other way, I would have more than likely be considered dead from a massive heart attack. I would highly suspect that in the history of this killing machine was studied there would be a few mysterious deaths, massive heart attack. The chance is so little with my wife looking and grabbing the controller to shut down. This is a freak incident that I lived because of the obvious quick actions. That's why I'm the only survivor and I testify that past or future deaths will occur if this is not immediately addressed and studied. It is super stressful to know that if I don't speak up people will die. Or have died. And now I am broken to pieces and in a wheelchair in constant pain and I'm supposed to be considered lucky. But this has to end.